Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low-voltage electrode of the lead was covered in blood and body tissue/fibrotic growth. The analyst commented that the helix worked within specification.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial lead dislodged three times. The implanting physician expressed concern that the lead helix was not extending and retracting. The lead was not used, and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.